Event description:
It was reported by the patient's wife, the patient expired due to cardiac arrest. According to the patient's wife, her husband had many medical problems including diabetes, lymphoma, endocarditis and leakage. Additional information has been requested.